Event description:
As reported, approximately 2 months post op the initial right tka, this 57 y/o female patient was revised due to mid-flexion instability. The surgeon performed a poly swap on a patient with a truliant ps tka. The surgeon removed the 9mm ps poly that was in the patient from the original surgery and began trialing thicker options of the poly. The patient left the or stable.

Manufacturer narrative:
Pending evaluation: concomitant device(s): 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5, sn: (B)(4), 02-022-45-3530 - truliant tray, cem sz 3.5f/3t, sn: (B)(4), 200-02-35 - three peg patella 35mm sn: (B)(4), 521-78-23 - threaded pin size 2.3 collared 2pk, sn: (B)(4).

Event description:
As reported, approximately 2 months post op the initial right tka, this 57 y/o female patient was revised due to mid-flexion instability. The surgeon performed a poly swap on a patient with a truliant ps tka. The surgeon removed the 9mm ps poly that was in the patient from the original surgery and began trialing thicker options of the poly. The surgeon used the logic style 3.5mm - 13mm poly to trial and upon inserting the poly trail, the plastic broke or snapped into two pieces. The surgeon used the truliant shim style polys to continue trialing the thickness. The surgeon liked the 13mm thickness ps poly and implanted a new 13mm ps truliant poly. The patient left the or stable. The broken implant was isolated, cleaned, and is being sent back to exactech and replaced.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the joint mid-flexion instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) as reported, approximately 2 months post op the initial right tka, this 57 y/o female patient was revised due to mid-flexion instability. The surgeon performed a poly swap on a patient with a truliant ps tka. The surgeon removed the 9mm ps poly that was in the patient from the original surgery and began trialing thicker options of the poly. The surgeon used the logic style 3.5mm - 13mm poly to trial and upon inserting the poly trail, the plastic broke or snapped into two pieces. The surgeon used the truliant shim style polys to continue trialing the thickness. The surgeon liked the 13mm thickness ps poly and implanted a new 13mm ps truliant poly. The patient left the or stable. The broken implant was isolated, cleaned, and is being sent back to exactech and replaced.